Event description:
Reportedly, the stapler fired across the stomach but the instrument jaws would not release. Surgeon had to transect around the staple line. This complication added 1.5 hours to the case. No further patient information available.